Manufacturer narrative:
(B)(4). Conclusion: actual device was returned for evaluation. Visual examination was performed. Breakage occurred at the tip area of the needle during use due to tensile overload. There are no signs of manufacturing defects found on the needle. The device information for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point." In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pediatric patient underwent hypospadias procedure on (B)(6) 2015 and suture was used. The needle tip broke when the procedure was almost finished during sewing prepuce. The surgeon immediately checked and used CT to look for the broken piece. It was reported that the surgeon opined and suspected the needle tip fell into the patient, because the needle tip is very small and broken piece was not found even with help of CT. The patient has been discharged. No additional information was provided.